Event description:
Pt called and said she was diagnosed with a painful corneal ulcer while wearing the lenses. Attempts to contact the pt have been made with no reply to date. This is being filed as an unconfirmed corneal ulcer.

Manufacturer narrative:
This is being reported as an unconfirmed corneal ulcer. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.